Event description:
Left ventricular assist device implanted on 12/24/96. Inflow valve conduit/apical cannula component found to be eroded, and replaced with a new valve conduit on 6/19/97. Pt tolerated the procedure and continues to be hospitalized.